Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While final tightening the outer nut, the surgeon struggled to get the outer nut to torque out. Seemed like the torque is not calibrated properly and he over torqued which caused the inner and outer nuts to break.

Manufacturer narrative:
The mountaineer head to head cross connector tightener (product code: 2883-07-200, lot number: gb0505), was returned to the complaints handling unit (chu). Trace amounts of rust were featured around etched lettering on the surface of the tightener. As a precaution, torque testing was conducted on the tightener on a load cell. This head-to-head cross connector tightener provides an amount of torque far greater than its upper torque limit of 2.75 n*m. The tightener is out of spec. Disassembling the tightener revealed a significant amount of rust and wear on the sprocket ratcheting mechanism. The lubrication has mostly dried out. This appears to have been significant enough to prevent the tightener from ratcheting at a consistent and smaller amount of torque. The rust and wear may have accumulated over the course of the instrument¿s approximately 11 years in service. No other defects were found. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener exerting excessive torque on the inner screws cannot be positively determined from the sample and information provided. A potential root cause may be rust and damage in combination with the advanced age of the instrument, resulting in more force than anticipated being needed in order for the tightener to ratchet. Autoclaving the instrument with highly alkaline detergents may have led to rust on the instrument during this 11 year time frame. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.